Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has a history of complaining about poor sound quality despite extensive programming over several years. The clinic communicated that the user is scheduled for revision surgery on (B)(6) 2024.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was not providing sufficient benefit due to a partial migration of the active electrode out of cochlea. This is a final report.

Event description:
The user has a history of complaining about poor sound quality despite extensive programming over several years. The user was reimplanted.